Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior tibial artery (ata). A 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilation and was initially inflated at 10 atmospheres. However, on the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen. The distal tip was damaged. Magnified inspection of the balloon revealed a scratch and pinhole in the balloon material at the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior tibial artery (ata). A 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilation and was initially inflated at 10 atmospheres. However, on the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.